Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that dilator of the angio-seal was kinked upon opening the package. Another angio-seal with the same lot was used to finish the case successfully. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 6fr angio-seal evolution device was returned for product evaluation. The hemostasis sheath, guidewire and arteriotomy locator were returned along with a plastic tray. All components were returned in an opened header bag. The components were removed from the header bag. Visual inspection revealed that the arteriotomy locator was found kinked at the blood inlet hole. The tray in which the components were shipped in was completely folded and deformed. There were no anomalies observed with the sheath. Dimensional testing was performed. The outer diameter of the arteriotomy locator was measured to be 0.0907". All measurements were within the manufacturer specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.